Event description:
A pt's symptoms returned on (B)(6) 2010 at approximately 4:00 am while using an external bone growth stimulator. It was recommended that the pt was to stop using the device. The pt had tremors which later resolved, in addition to difficulty in forming words which was ongoing. It was noted that the pt's device had unexpectedly turned off while he was a passenger in a vehicle, however, this issue was resolved by turning the device back on again. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).